Event description:
A mayfield skull clamp was involved in a head laceration during a procedure. It was reported that it was "user error". Additional clinical information was requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.